Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had been unable to receive adequate coverage via reprogramming. As a result, the doctor planned to address the issue by way of surgical intervention. Review of the MFR's device record database revealed the patient was implanted with another scs system (B)(6) 2013.